Event description:
The patient reported left-side "fibroadenoma" and ¿evidence of silicone leakage," thin capsule¿, ¿stroma sometimes incorporates clear refractile material¿ ¿pseudosynovial hyperplasia with underlying hyalinized stroma., and ¿bubbly macrophages. A minor infiltrate of small lymphocytes¿ and ¿foreign body-type giant cells¿. The device has been explanted.

Event description:
The patient reported left-side "fibroadenoma" and "suspected intracapsular rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of gel bleed, lump/ nodule, granuloma and local reaction requested on sep 09, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ gel bleed: no observed. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ lump/ nodule: unable to observe as it is a medical event that is not related to the device. ¿ local reaction: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The patient reported left-side "fibroadenoma" and ¿evidence of silicone leakage," thin capsule¿, ¿stroma sometimes incorporates clear refractile material¿ ¿pseudosynovial hyperplasia with underlying hyalinized stroma., and ¿bubbly macrophages. A minor infiltrate of small lymphocytes¿ and ¿foreign body-type giant cells¿. The device has been explanted.